Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02388. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 48 days. Manufacturer's investigation conclusion: the patient remained ongoing on vad support until they expired on (B)(6)2017. The pump was returned and evaluated under (B)(4). A correlation between the reported drop in hemoglobin and the evaluation of (B)(4) cannot be conclusively determined. Device history records (shop order: 176556, 177657, 187416, 189780, 190368, 192236, 193318) were reviewed and showed no deviations from manufacturing or qa specifications (B)(4) was shipped to the customer on (B)(6) 2017 in customer order . No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient presented with a drop in hemoglobin (hgb) to 6.1 g/dl. The patient was transfused with 2 units of packed red blood cells and their hgb went to 10.5 g/dl. There is a concern for gastrointestinal bleeding (gi) and a CT of the abdomen and pelvis was ordered; however, the results were not provided. The patient was removed from tube feeding and their hemoglobin and hematocrit will be monitored. Anticoagulants at the time of event were heparin. No additional information was provided.